Event description:
It was reported that air embolism occurred. The target lesion was located in a calcified coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, air from the balloon was released into the vessel. The air embolism resolved by itself after 3 minutes. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that air embolism occurred. The target lesion was located in a coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, air from the balloon was released into the vessel. The air embolism resolved by itself after 3 minutes. The procedure was completed with another of same device. No further patient complications were reported.